Manufacturer narrative:
Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. During a subsequent surgical procedure, a break in the tubing near the pump was identified. The hole occurred after the device had been in use, and it was also noted that the age of the device contributed to the issue. The aus was replaced and positioned proximally to the previous location, as confirmed by cystoscopy. No additional patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 819017004. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404130. Serial number: n/a. Batch/lot number: 807421001. Model/catalog description: belt cuff fgs 4.0 cm iz. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The device instructions for use (IFU) was reviewed. The reported patient symptom of urinary incontinence was found to be listed in the IFU. A risk review was completed and confirmed that the event of urinary incontinence and hole/perforation was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, the cause that contributed to the reported event cannot be excluded as a device problem. Therefore, the conclusion codes of unable to exclude device problem and known inherent risk of device were assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring urinary incontinence. During a subsequent surgical procedure, a break in the tubing near the pump was identified. The hole occurred after the device had been in use, and it was also noted that the age of the device contributed to the issue. The aus was replaced and positioned proximally to the previous location, as confirmed by cystoscopy. No additional patient complications were reported.